Manufacturer narrative:
Additional information was received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 2.7 mmol/l. Customer was treated with glucose tablets. It was reported that the reservoir had emptied but the drive support cap appeared normal. The customer was not in an accident. The reservoir was showing more insulin than was shown on the status screen. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The test reservoir volume matched the units remaining on the status screen. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.